Event description:
A us distributor reported that an electrode belt was experiencing add gel messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was open, damaging the lead 2- wire in the cable. The root cause for open cable was physical abuse. There was no adverse event that resulted from the damaged belt.